Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation and subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and pigtail catheter were being advanced into the laa. The was perforated the laa so the procedure was aborted and they removed the was. The patient was stable and when the patient began to recover from anesthesia, their blood pressure started dropping. A pericardial tap was performed. The patient is now stable.